Event description:
The bulb on the quantum 4000 blew and the nurse reportedly received a shock while changing the bulb. It was reported that the nurse changed the bulb while the unit was plugged in and the power was on.